Event description:
The customer was setting up for a wholebody scan on a dual head gammacamera. When the acquisition began, the radus adjusted to the starting position. The pt's nose was contacted and the pt was forced to turn her head. The operator was not using the pt protection pad. The operator stopped the motion by pressing the emergency stop switch.the pt was not injured, did not require x-raysss, and did not require treatment.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.